Event description:
It was reported that before use of the bd pen ndl 29ga shield bulk there was an issue with foreign matter. There were three pen needles with this condition. The following information was provided by the initial reporter: on (B)(6) 2019 while packaging operations noticed an embedded substance in the outer shell of 3 needle microfine 29g x 1/2" components. One of the outer shells was swabbed in the lab to determine if the material was embedded or on the outside of the outer shell. The swab test determined the material was embedded. Requesting the origin of the substance as well as how the substance became embedded. Does the presence of this material have any impact on the integrity of the product.

Manufacturer narrative:
H.6 investigation summary: bd received three samples and four photos to analyze for embedded foreign matter detected during packaging from lot # 7319614, catalog # 320117. Visual examination of the returned samples and photos was carried out. Foreign matter in the outer cover on all three samples was observed. Bdm- dc ¿ performed a batch history review including a review of all data collected during in process and quality inspections. No related non- conformances were raised in association with this packaged lot, concluding that all inspections were performed per the applicable operations and qc specifications were met. However, through further investigation the root cause and issue were found to be related to the resin due to the overheating of the molding during the start of the machine. Based on an evaluation of severity and occurrence, it was determined that no preventive action is required at this time. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pen ndl 29ga shield bulk there was an issue with foreign matter. There were three pen needles with this condition. The following information was provided by the initial reporter: on 12 dec 2019 while packaging operations noticed an embedded substance in the outer shell of 3 needle microfine 29g x 1/2" components. One of the outer shells was swabbed in the lab to determine if the material was embedded or on the outside of the outer shell. The swab test determined the material was embedded. Requesting the origin of the substance as well as how the substance became embedded. Does the presence of this material have any impact on the integrity of the product.